Event description:
Healthcare professional reported left side rupture, "grade I capsules" and moderate lateral deviation. Device has been explanted and replaced.

Manufacturer narrative:
Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, opening on the radius side assessed as surgical impact opening. ¿ malposition: unable to observe since it is a medical event and is not related to the device. Capsular contracture : unable to observe since it is a medical event and is not related to the device. (Shell thickness was within specification). Additional observations: ¿ non penetrating nick (stresses marks). No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported left side rupture, "grade I capsules" and moderate lateral deviation. Device has been explanted and replaced.